Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer stated the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. Customer found second time of replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.